Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon ruptured and a dissection occurred. The dissection was repaired with a stent. The pt status is listed as "okay".